Event description:
Device unable to be used to obtain test results due to software incompatibility with the testing device. Instructions state to wait for a counter but none is present. Test unit failed to connect and locked communication without providing applicable recovery procedure to user.